Event description:
It was reported the patient's ipg was placed at the patient's beltline causing discomfort. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the same ipg was relocated, resolving the issue.